Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the patient was unable to cycle the device on a regular basis. The reservoir herniated and the patient developed a painful bulge in right groin. A new inflatable penile prosthesis was implanted. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of the cylinders, pump, and spherical reservoir of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were visually inspected and functionally tested. This cylinder had fluid leaks from fatigue in the middle of the cylinder body. The second cylinder had wear on the outer tube in the middle of the cylinder body. No leaks were found. The momentary squeeze (ms) pump was visually inspected and functionally tested. The pump kink resistant tubing (krt) was worn to the filament. No leaks were found. During functional testing, the ms pump did not pass activation test. The flat reservoir was visually inspected and functionally tested. The krt had worn down to the filament near the window quick connector (wqc). No leaks were found. Based on the information available and analysis results were able to confirm the reported clinical observation of a functional issue with the cylinder and pump that could cause the device to not cycle. However, the reported clinical events of a device migration and pain were unable to be confirmed.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the patient was unable to cycle the device on a regular basis. The reservoir herniated and the patient developed a painful bulge in right groin. A new inflatable penile prosthesis was implanted. No further patient complications were reported.